Manufacturer narrative:
The synergy ii us mr 2.50 x 16mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damage with struts in distal region lifted and pulled distally. The stent showed no signs of movement and was set between the proximal and distal marker bands. The undamaged crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed tip damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 01/12/2022. It was reported that crossing difficulties were encountered. The target lesion was located in the mildly tortuous and mildly calcified mid left anterior descending artery which contained a 60 degree bend. The 2.50 x 16 synergy ii drug-euluting stent was advanced for treatment but was unable to cross the target lesion. The procedure was completed successfully with another device. However, device analysis revealed stent damage.

Event description:
Reportable based on device analysis completed on 01/12/2022. It was reported that crossing difficulties were encountered. The target lesion was located in the mildly tortuous and mildly calcified mid left anterior descending artery which contained a 60 degree bend. The 2.50 x 16 synergy ii drug-eluting stent was advanced for treatment but was unable to cross the target lesion. The procedure was completed successfully with another device. However, device analysis revealed stent damage. The synergy ii us mr 2.50 x 16mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damage with struts in distal region lifted and pulled distally. The stent showed no signs of movement and was set between the proximal and distal marker bands. The undamaged crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed tip damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
The synergy ii us mr 2.50 x 16mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damage with struts in distal region lifted and pulled distally. The stent showed no signs of movement and was set between the proximal and distal marker bands. The undamaged crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed tip damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.